Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced extra-auditory stimulation due to a post-operative migration of the electrode out of cochlea. Reportedly, seven channels were found extra-cochlear. A re-insertion surgery was performed successfully. In addition, three channels have been disabled due to non-auditory percept. The device remains implanted and in use.

Event description:
Reportedly, the recipient could not hear sounds on some of the channels. According to the audiologist, since the last fitting in (B)(6) 2023 the user was not able to hear on the 3 most basal channels. A re-insertion surgery has been performed on (B)(6) 2023. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient could not hear sounds on the most basal electrodes. According to the audiologist, since the last fitting in (B)(6) 2023 the user was not able to hear on channels 10, 11, and 12. A re-insertion surgery has been performed on (B)(6) 2023. There were seven channels extracochlear before re-insertion.